Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.